Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the IFU, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
(B)(6) asked for a clinical review as a physician thinks his numbers dont quite match up with him clinically. The patient has been in the hospital since 1/14 and they have been doing readings with the hospital unit every few days. In this case I would recommend that they consider checking the sensor if they are questioning the pressures, and he is in the hospital anyway. The pressures are currently within our threshold, however the patient has had significant swings in heart rate since implant, that can also mean that his unique pulse pressure/mean pressure ratio has changed. The pulse mean ratio is what we use to assess for possible drift, so our ability to accurately assess this one may be skewed. (B)(6) is the primary point of contact for any questions.